Manufacturer narrative:
Results: fowler.

Event description:
It was reported by service report that the head section drifts up and does not go all the way down. No pt involvement or adverse consequences are reported.